Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The receiver has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will charge and boot. Unit displays initialization screen and continuously resets without displaying trend graph or date/time set..performed receiver download with main board separated from ui-u1. Functional test and pairing test cannot be performed due to continuous initialization. Performed share log review and found multiple 'screen out of range alarm' events within the relevant dates of this investigation. The complaint is confirmed because of the loss of connection. A root cause could not be determined.